Manufacturer narrative:
The reported separation issue was confirmed via the photo provided by the user facility. The administration set was shown to have detached from the connection join on the cassette. Infutronix is waiting for the device to be returned for further evaluation.

Event description:
On 08/01/2019, a distributor of infutronix reported a tubing separation issue. The user facility contacted the distributor on 08/01/2019, stating that "we had a pump come back yesterday that was leaking. It looks like it was from the tubing where is exits from the cassette. As we were looking at it further, the tubing separated from the cassette." Fluoracil was the medication being infused. Device operator was nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4)."

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00034).

Manufacturer narrative:
The reported tubing separation issue was confirmed. The administration set was tested on (B)(6)2019 and it was found that the tubing disconnected from the distal end of cassette. On visual inspection, it appeared as though the tubing had been pulled out of the distal end of the cassette by force. The evaluation did not identify any visible defects, damaged tubing, or other which may have contributed to the device failure. It can be concluded that the root cause is related to insufficient adhesive on the cassette connection. The affected set was scrapped after testing.